Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint (B)(4). The service log review revealed a delivery stopped alarm due to monitored no greater than absolute max of 100 ppm (actual 140 ppm) followed by a log entry for failed low no cell calibration due to the low points being greater than the maximum value. (Max: 655 counts; actual value: 1583 counts). It was recommended to the distributor that the no cell be replaced to address the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool.

Event description:
On (B)(6) 2018, a mallinckrodt internal employee discovered a delivery stopped alarm due to monitored nitric oxide (no) greater than absolute max of 100 ppm followed by a failed low no cell calibration during routine service log review for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs from a distributor in (B)(4). This is being reported as it is considered a reportable malfunction.